Event description:
It was reported that the right atrial lead impedance was undefined at greater than 9999 ohms and the lead was not capturing in unipolar and bipolar pacing modes even at maximum output. The non-competitive atrial pacing (ncap) and the auto post-ventricular atrial refractory period (pvarp) setting were turned off; however the lead remains in use. The device was changed three weeks ago and the lead reconnected at that time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.